Event description:
An olympus representative reported on behalf of the customer that, during a therapeutic laparoscopic colectomy, the customer¿s visera elite ii video system center displayed an error e333, and the touchscreen then became inoperable. As the user was able to continue the use of the device without the touchscreen, the procedure was continued. The procedure was ultimately completed successfully, with no further issues reported. There were no reports of patient or user harm associated with this event.

Manufacturer narrative:
The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and device evaluation. The device was returned to olympus for inspection, and the reported phenomenon (e333) was not confirmed. In addition, no other physical abnormalities were identified. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, and because the phenomenon was not duplicated during device evaluation, the root cause of the phenomenon could not be identified. Olympus will continue to monitor field performance for this device.